Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure sometime in 2005 and unknown mesh was implanted. It was also reported that she experienced erosion of the mesh following the procedure. No additional information was provided.